Event description:
Device 1 of 2. Reference MFR report: 1627487-2018-13441. It was reported the patient experienced ineffective stimulation. Surgical intervention was undertaken and the leads were explanted and replaced. Postoperatively, the patient is reportedly receiving effective therapy.